Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication of damage to the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/03/2017 with the following findings: a review of the black box indicated unexplained reboots had occurred prior to the complaint date. The returned battery cap was able to fully tighten and the pump powered on normally. The pump successfully completed a 24 hour duration test with no power interruptions occurred. The pump casing was removed and no defects were found to the power circuit. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: there was moisture contamination inside the battery compartment and on the underside of the battery cap; the battery compartment was cracked but leak testing did not reveal any leaks.